Event description:
The customer reported to olympus the gastrointestinal videoscope connecting tube was snaking. The device was returned and during the device evaluation the following reportable malfunction was found: foreign object in the air/water (a/w) nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. In addition to the reportable malfunction of foreign object in the a/w channel, the evaluation found the following non-reportable malfunctions: due to wear of angle wire, bending angle in up direction and the play of up/down knob were out of the standard value; adhesive on bending section cover had a chip and a white-clouded area; light guide bundle was slipping down; switch 1 had a cut; adhesives around objective lens had white-clouded area;adhesive around light guide lens was peeled and had a white-clouded area; distal end had a scratch; connecting tube had a scratch; and connecting tube had a dent. The foreign material found has been attributed to insufficient cleaning. The customer performed cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. It is unknown if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. The customer flushed the air or water nozzle with water and air. It is unknown if the customer wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. Lastly, the customer flushed the air/water nozzle channel with the detergent solution, but did not presoak the endoscope in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that the reprocessing was implemented in line with the instructions for use (IFU). It was confirmed that there was no deformation on the section of the device with the foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.